Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to discharge the shock. There was no report of pt involvement or negative pt impact.